Manufacturer narrative:
D10 concomitant products: rfa2030, rfa2030 rfa elec sgl 20cmx3cm x1 (lot#:42760276x), rfa2030, rfa2030 rfa elec sgl 20cmx3cm x1 (lot#:50420191x), rfapad, rfa grounding pad (lot#:42360179x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver ablation procedure, output could not be increased beyond 110 w. Despite continuing the ablation at this output for several minutes, there was no break and no bubbles appeared on the ultrasound. The needle was replaced with another lot and second counter electrode was added, but there was no significant change. The generator was tested with a test kit and no issues were found, suggesting the problem might be with the needle. Due to the patient's tissue condition, the procedure was ended in the middle and ablated with emprint at a later date.

Event description:
It was reported that during a liver ablation procedure, output could not be increased beyond 110w. Despite continuing the ablation at this output for several minutes, there was no break, and no bubbles appeared on the ultrasound. The needle was replaced with another lot, and second counter electrode was added, but there was no significant change. The generator was tested with a test kit, and no issues were found, suggesting the problem might be with the needle. Due to the patient's tissue condition, the procedure was ended in the middle and ablated with emprint at a later date. Patient was already put under anesthesia at the time of the issue.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. During visual ins pection, the following aspects were checked and found to be within acceptable limits: cleanliness and appearance, proper assembly, correct configuration, absence of damage, and integrity of all external components, including the plug connector and cord insulation. No signs of discoloration, degradation, or damage were found on the foil or gel. The pad was returned without its cover, which caused the gel to dry out. The dried gel led to electrical resistance that was higher than normal. This was an expected effect of gel drying and was not considered a product defect. The cover had been removed to confirm that the high resistance was not caused by incorrect assembly. Inspection showed that the pad had been assembled correctly. It was reported that the output could not be increased beyond 110w. Despite continuing ablation at this level for several minutes, there was no tissue break and no bubbles were observed on the ultrasound. The reported issue could not be confirmed. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.